Manufacturer narrative:
(B)(4).

Event description:
It was reported that a non- supraventricular tachycardia (nsvt) episode with intermittent oversensing was observed. There were no other anomalies reported. No changes will be made at this time and the patient will be monitored normally.